Manufacturer narrative:
(B)(6). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-814 / lot: unknown (x6) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c4-c5 and c5-c6. The following post-operative event was reported: post op visit date: (B)(6) 2007 ae onset date: (B)(6) 2007; ae description: spasms in right posterior neck medication: yes; additional treatment: robaxin post op visit date: (B)(6) 2007 additional treatment: continues to take robaxin, although decreased in amount. Post op visit date: (B)(6) 2007 ae outcome: resolved; description: no longer complains of spasms postop visit date: (B)(6) 2007 ae onset date: (B)(6) 2007; ae description: pain <(>&<)> stiffness in right side of neck medication: yes; additional treatment: percocet post op visit date: (B)(6) 2007 additional treatment: continues with percocet, although decreased in amount description: dr. Stated that the patient's "discomfort" has been improving. Post op visit date: (B)(6) 2007 ae outcome: resolved; description: no longer complains of stiffness in neck.